Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 83 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error and e70 alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump passed displacement and rewind tests. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing the end cap sticker.